Event description:
Patient reported receiving an e4 (occlusion) error. Patient reported a blood glucose reading of 270 mg/dl. Patient's normal blood glucose level is 100 mg/dl. Patient reported the infusion set was occluded. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.